Event description:
It was reported to MFR, per inspector, the facility had an injury when the scale became detached from the lift. The male resident fell resulting in two broken bones, right arm and femur break to his leg. This incident was not reported to the state or MFR until now! Facility was still using the lift, we instructed them to take the lift out of service! The health dept sent pictures of the scale set-up for us to review. Per facility, lift is out of service and they are going to purchase a new lift.

Manufacturer narrative:
Because said device model had been discontinued in 1999, we believe it to have exceeded lift of device. Device discarded - unable to follow-up.